Event description:
It was reported that during an arthroscopy, when the fastfix 360 curved was deployed, both t1 and t2 implants came out simultaneously. The procedure was completed without significant surgical delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image showed the fast fix inside of the pouch. The label on the pouch shows the lot number of the complaint. The t1 and t2 are missing from the needle. The suture is partially visible. The needle appears to be bent but is difficult to tell through the pouch. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.